Manufacturer narrative:
B5: describe event or problem: corrected information

Event description:
After the sheath was upsized in the lcfa, the endovascular aneurysm repair (evar) was completed not an avr procedure. Additionally, hemostasis was achieved at both access sites with the successfully pre-placed prostyle sutures and not a surgical patch. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with five prostyle devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar). Reportedly, the first prostyle suture was deployed and preplaced, in the lcfa, however a foot break was noted when the device was removed. The device and suture were removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f in the lcfa and the avr procedure was completed. Hemostasis was achieved with a surgical patch at both access sites. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with five prostyle devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar). Reportedly, the first prostyle suture was deployed and preplaced, in the lcfa, however a foot break was noted when the device was removed. The device and suture were removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f in the lcfa and the avr procedure was completed. Hemostasis was achieved with a surgical patch at both access sites. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The material separation of the foot was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on observations from the returned analysis the short, exposed suture on the posterior side along with the bent posterior needle indicates the possibility of a posterior needle deflection occurring during deployment causing a possible needle strike leading to the separation of the foot. It is also possible, that the break occurred during positioning of the device with the foot open if the foot ended up in the access site or was manipulated after or during deployment of the needles. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated.